Manufacturer narrative:
The device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include application technique or skin preparation. No lot/serial number has been provided therefore a review of the device history cannot be completed. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported in a retrospective post market clinical follow up activity (pmcf) on the use of applica iv100 that one patient treated was not satisfied with the ease of application. There was no clean foothold. Generally additional fixing was necessary. This data collection activity was done retrospectively and anonymously, therefore, the outcome of the patient is unknown. No patient injuries or other complications were reported. No further information is available.

Event description:
It was reported that, was conducted a retrospective post market clinical follow up activity (pmcf) on the use of applica iv100. In which, one patient treated was not satisfied with the ease of application. There was no clean foothold. Generally additional fixing was necessary. This data collection activity had been done retrospectively and anonymously, therefore, the outcome of the patient is unknown. No patient injuries or other complications were reported. No further information is available.